Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose value was 600 mg/dl. Customer¿s blood glucose value was 170 mg/dl at the time of incident. Customer contacted health care professional and was advised to go hospital but the customer was not comfortable to go hospital due to corona virus outbreak. Customer had a symptom like nausea and difficulty breathing. Customer treated with manual injection and bolus for high blood glucose. The device will not return for the analysis.